Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient's father contacted animas and alleged that at 8:00pm, the patient's blood glucose was 68 mg/dl and the patient 'was out of it' and was head bobbing. Customer support verified all pump settings were correct per doctor notes. There is no allegation of pump malfunction. This complaint is being reported because a patient on pump therapy experienced hypoglycemia.